Event description:
The patient was revised because of femoral loosening at the bone/cement interface, and tibial loosening at the cement/implant interface, cement mfg is unknown. (Right knee).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of supplied information suggests loosening of the femoral and tibial components in vivo. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C.. The investigation could not draw any conclusions about the device loosening. No evidence was found suggesting product error was a contributing factor. Based on the inability to identify a root cause or identify evidence of product error as a contributing factor, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.